Event description:
It was reported that the insulin pump was not recording any of the insulin that was being delivered. It was also stated that the customer was in the hospital because of a stroke, and was being treated for high blood glucose levels. The caller was not able to troubleshoot at the time of the call as he was not with the customer. The caller stated that he would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.